Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. Customer also experienced a high blood glucose and the value was 226 mg/dl. Customer was treated with manual injection for high blood glucose. Customer was treated with food for low blood glucose. Customer was experienced symptoms like shaking, sweating, anxiety, mental confusion, inability to follow simple commands, weakness and fatigue. Customer was performed self and displacement test and it was pass. The customer also stated that they did allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer stated that auto mode feature was not active. The insulin pump and reservoir will not be returned for analysis.